Manufacturer narrative:
Block b3: exact date unknown, event occurred in april 2021. D6b: explant date: (B)(6)2021.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. No further information could be obtained despite good faith efforts.